Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer called to report a crack on the front screen of the insulin pump. Customer's blood glucose reading was 162 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.